Event description:
Caller reported that there was a pixel issue on the pump display, which affected the ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.